Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately 9 years post implant of this 31mm mitral annuloplasty band was explanted and replaced with a 31mm mitral bioprosthetic valve for unknown reasons. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that the reason for replacement was due to mitral regurgitation. No additional adverse patient effects were reported. If information is provided in the future, a supplemental report will be issued.